Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient attended clinic for a right ventricular (rv) threshold check. An x-ray was taken, and it appeared that the rv lead was located in the coronary sinus. The decision was made to schedule the patient for a revision procedure to reposition the lead. The patient was still taking blood thinning medication; therefore, the physician referred the patient to a facility with cardiothoracic support. The patient had normal sinus rhythm, and the device (pulse generator) was reprogrammed. Additional information was provided, indicating that both a CT scan, and x-ray were taken, which confirmed that a perforation had occurred. A revision procedure was performed to reposition the lead, which was successfully completed. The lead measurements were tested, and observed to be normal. The rv lead was reconnected to the device, and returned to the originally programmed parameters. No additional adverse patient effects were reported.